Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was advanced through the right common iliac artery and into the aorta. When the physician pulled the deployment line, the device did not completely deploy from the catheter at the proximal end. In order to fully remove the device from the catheter, an occlusion balloon was advanced and inflated to dislodge the device from the catheter. The device was successfully removed from the catheter. However, the device did not fully open and the anchors did not engage in the aorta. The device moved distally down the aorta approximately 1-1.5cm and covered the right internal iliac artery. The contralateral leg component was deployed without incident. An aortic extender was deployed proximally to obtain adequate seal below the iliac arteries. All components were then ballooned and the final angiogram showed a successful outcome without any endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
Device remains functioning in patient. A review of the manufacturing paperwork is being conducted.